Event description:
It was reported that the device had a power-on-reset and a possible internal circuit problem, and there was telemetry/programming difficulty. It was noted that the patient was struck on the device by concrete. The device was explanted and replaced. There were no patient complications as a result of this event.

Event description:
It was reported that the device had a power-on-reset and a possible internal circuit problem, and there was telemetry/programming difficulty. It was noted that the patient was struck on the device by concrete. The device was explanted and replaced. There were no patient complications as a result of this event. Further information reported the device was struck with part of a ball-joint from an automobile.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): review of performance data from the device shows that on (B) (6) 2009 the device recorded two power-supply related pors (power on reset) 24 seconds apart. Analysis found the device had no pacing output. A por was confirmed. The device was damaged as a result of the impact sustained with the automobile ball joint. The damage went through the shield and onto the hybrid itself, dislodging 5 test blocks. The circuit paths from these blocks go to help run both low voltage and high voltage control circuits. The end result is that both pacing and charging function were lost. This also triggered the por.